Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: IV starting leaking blood at the hub of the catheter when placing the IV.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.